Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter had a cracked display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 the patient noted the reported meter had been damaged by her grandchild and the display was cracked; she was unable to use it to obtain a blood glucose reading. The patient took no actions due to the reported meter issue. The patient manages her diabetes with set doses of insulin. At an unspecified time afterwards, the patient experienced the symptoms of thirst, sweating, shaking and confusion. On (B)(6) 2014 the patient went to the urgent care clinic, and was treated with a change to her diabetes medication regimen. The meter and test strips were replaced. There was misuse of the product in that the meter was intentionally damaged and the display cracked. However, as the patient suffered symptoms suggesting severe injury after the meter issue occurred and received medical attention and treatment, this complaint is being reported.